Event description:
It was reported that during a sigmoidectomy procedure, error 5 was displayed and the device became not to be activated soon. When a nurse wiped the blade with wet gauze on the mayo table, the blade was broken off. As the blade was broken off outside the patient, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).